Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received at the investigation site in a disassembled state, i.e., the inner assembly group was pulled out from the housing completely. The instrument was packaged in its tyvek pouch which shows the lot information. The lower contact pins showed no defect and were not loose. At the location where they are bonded to the housing, there are only a few adhesive residues. This indicates that the manufacturing step, where the adhesive is applied, was performed insufficiently. The reported event could therefore be confirmed with the returned device, and the failure mode was identified to be caused by internal factors. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Based on the investigation, the holder and housing were most likely not glued correctly. Only a few adhesive residues were visible during the analysis, indicating a lack of or insufficient application. The root cause was determined to be ¿human factors - procedure/sop not followed. The incident was due to a combination of an assembly handling error and a process that was not optimally defined. The handling error was caused by incorrect application or failure to apply the adhesive during assembly. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The product was not received at the manufacturing site. Therefore, the root cause for the customer's complaint could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic probe not working while plugged in and when removed from sterile field, probe came apart. The surgery was completed after replacing with new cord and probe. Additional information has been requested, but none received to date.